Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An additional translated document was received which states that the consumer had a glare when she looked at the light and scratches on the cornea were found, possibly due to herpes virus infection or bacterial infection. After subsequent visits to a doctor following diagnosis were provided. On (B)(6) 2022 consumer was diagnosed with corneal ulcer of left eye with resinous ulcer, surrounding edema, and conjunctival hairy hyperemia. On (B)(6) 2022 ulcers were epithelialized, but corneal opacity was observed. On (B)(6) 2022 corneal leukoplakia (slight) was observed, but inflammation disappeared, and the patient was recovered. Consumer was instructed to discontinue contact lens wear and use of antibacterial eye drop and anti-herpes ointment. The current status of consumer¿s eye is resolved at the time of this report. No further information is required.

Manufacturer narrative:
B6, b7, b5 & h6: new information has been received and updated.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An additional information was received which states that on her first visit to a doctor, the consumer was diagnosed with dendritic ulcer, edema circumference and conjunctival hyperemia on the cornea of left eye. She was prescribed with 1.5% levofloxacin (antibacterial eye drop) and acyclovir (antibacterial eye ointment) for a period of 8 days. The current status of consumer¿s eye is resolved at the time of this report. No further information is required. Further information received via doctor states that corneal clouding (light) was recognized but recovered with disappearance of inflammation. The current status of consumer¿s eye is resolved at the time of this report.